Event description:
The catheter was zeroed prior to insertion and placed in the patient in 2004. The initial intracranial pressure value was at 8mmhg; then the monitor displayed around 17 to 25mmhg. Four days later the intracranial pressure was displayed as 25mmhg, but one hour later displayed at 63mmhg. This reading remained until two days later when the catheter was removed.